Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was uterovaginal prolapse and stress urinary incontinence. The procedure performed was a vaginal hysterectomy, anterior repair, suburethral sling, cystoscopy, placement of suprapubic banana catheter.